Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the right ventricular lead exhibited high pacing lead impedance and high capture thresholds. No other electrical anomalies were noted. No device intervention was performed but lead revision was discussed. Patient was stable and asymptomatic.

Event description:
New information received indicated that the right ventricular lead was capped and replaced on (B)(6) 2018. Patient was stable throughout the procedure and after.